Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and damage was observed on the four supply lines approximately 1 3/4 inches from the white spike, drain line tubing approximately one inch from the molded port, and patient line approximately four inches from the patient connector. Damage to the drain line and patient line tubing aligned with other damaged tubing in coiled position. Functional testing was not required for this evaluation, as the visual inspection confirmed the reported leak. The cause of the damage was determined to be a manufacturing related issue that occurred during the flow wrap pouching equipment attempting to seal. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoise disposable set with cassette leaked. This was observed during priming of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.